Event description:
It was reported that customer experienced cgm error during use of sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through complete pump reset, error did not recur after reset, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.